Manufacturer narrative:
Event conclusion: the lead was returned for analysis; it met all specifications. Damage seen was consistent with that seen at an implant/explant procedure.

Event description:
Event description cpi received information that this selute lead (4285) had dislodged and pulled out of the ventrical. The physician implanted a screw-in lead.